Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site (B)(4) 2015. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported a site navigation system articulating arm that would not lock properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The keeper screw on the handle had been damaged leaving the handle to spin freely. It was not possible to lock or release the arm. The reported event was confirmed. The device was replaced to resolve the issue. The issue was documented in a medtronic navigation hardware anomaly tracking database.